Manufacturer narrative:
Product ID: 7495lz51, serial# (B)(4), implanted: (B)(6) 2002, product type: extension. Product ID: 7495lz51, serial# (B)(4), implanted: (B)(6) 2002, product type: extension. Product ID: 3998, lot# l97689, implanted: (B)(6) 2002, product type: lead. Product ID: 7435, serial# (B)(4), implanted: (B)(6) 2001, product type: programmer. (B)(4).

Event description:
It was reported the patient could not have any magnetic resonance imaging (MRI) because only the lead remained implanted.

Event description:
The patient¿s lead became displaced and caused some serious problems in his abdomen. The lead showed up on a CT scan. The ins has been removed. The date of the event was unknown. Additional information has been requested.

Manufacturer narrative:
(B)(4).